Manufacturer narrative:
Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bottom cover of the mobile power unit was cracked near the ac power inlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit housing was confirmed via visual analysis. The heartmate mobile power unit (serial #: mpu-(B)(4).) Was serviced at the abbott european distribution center (edc) and no log files were submitted for review. A crack in the housing near the ac power inlet was observed. The unit was able to power on as intended. The bottom housing cover of the mpu was replaced. The mpu was tested and passed all stages of testing. The device was placed in the abbott rental pool after testing. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: mpu-34688) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.